Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the implantable cardioverter defibrillator (ICD) system was "not working" for him. The device and lead were explanted and not replaced. No patient complications have been reported as a result of this event.